Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. However, intermittent button response was noted due to corroded keypad traces. No button error alarm or excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error while troubleshooting for a keypad anomaly. The blood glucose reading was 309 mg/dl. The alarm occurred while the insulin pump was in the customer's pocket. The insulin pump also alarmed for battery out limit and the parent reported that the batteries had been out of the insulin pump for greater than allowed by the insulin pump. The parent reported that the act button was unresponsive. The parent declined to troubleshoot for high blood glucose. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.